Event description:
It was reported that the device reached elective replacement indicator (eri) in three years and early battery depletion was suspected. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds. The physician believed the high thresholds were due to patient anatomy; however, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillator lead 2010 (B)(6); 5076 implantable pacing lead 2004 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.